Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that low impedance on atrial lead was noted on remote transmission. Previous transmission review revealed that the lead exhibited several episodes of atrial lead noise resulting in inappropriate mode switches. No intervention was reported and there were no patient consequences.